Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced elevated and subsequently low blood-glucose readings (401 mg/dl high, 63 mg/dl low) after eating without announcing carbohydrates and pausing the ilet overnight. The user self-corrected with fast-acting carbohydrates after resuming the ilet. No symptoms or medical intervention were reported.